Event description:
Daughter reports that on (B)(6) 2025 the home health nurse was taking a long time to place the foley catheter on her mother and that her mother was in a lot of pain during the process, in her opinion the home nurse placed the foley catheter incorrectly. She called for the nurse to come back to check on it because it had no urine and was blacklike blood in the line. The daughter reports the home health nurse would not listen to their concerns or suggestions, was rude, and was not willing to help. The nurse did not arrive on her scheduled date to provide care. Since the foley had no urine and her mom was unresponsive the daughter called 911 on (B)(6) 2025 and her mother was placed in the intensive care unit for 4 days, findings included renal failure, hemorrhaging, and sepsis. Daughter states after the intensive care unit they moved her mother to another floor within the hospital and was released to a rehabilitation hospital on (B)(6) 2025, patient remains in a rehabilitation center until their clinical team provides a release date. Daughter states patient had a gap in nuplazid therapy from the (B)(6) and restarted nuplazid on the (B)(6) 2025. Daughter states mother is doing much better now; patient is speaking and responsive again. Diagnosis for use: parkinsons disease hallucinations.